Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 23-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 23-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jan-2020: ppf received event medical device removal was updated as migration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('remaining tissue of left fallopian tube reveals a disrupted silver metallic, spring-like structure consistent with essure coil') in a 23-year-old female patient who had essure inserted for female sterilization. The patient's medical history included paratubal cyst and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal/laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016.(as per mr) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: gross description: "right fallopian tube" is a 6.8 x 0.6 cm purple-tan, fimbriated fallopian tube with an intact, clear watery-fluid-fiiled, smooth-walled paratubal cyst attached at the distal end measuring 0.6 cm in greatest dimension. The remaining cut surfaces reveal a 2.5 x 0.6 cm silver metallic, coil like device consistent with essure coil in the proximal portion of the right fallopian tube. Left fallopian tube" is a 4.9 x 0.6 cm purple-tan, fimbriated fallopian tube with an intact 0.6 cm clear watery-fluid-filled, smooth-walled paratubal cyst attached at the fimbriated end. Sectioning through the remaining tissue of left fallopian tube reveals a disrupted silver metallic, spring-like structure consistent with essure coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('remaining tissue of left fallopian tube reveals a disrupted silver metallic, spring-like structure consistent with essure coil') in a 23-year-old female patient who had essure inserted for female sterilization. The patient's medical history included paratubal cyst and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal/laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016.(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: gross description: "right fallopian tube" is a 6.8 x 0.6 cm purple-tan, fimbriated fallopian tube with an intact, clear watery-fluid-fiiled, smooth-walled paratubal cyst attached at the distal end measuring 0.6 cm in greatest dimension. The remaining cut surfaces reveal a 2.5 x 0.6 cm silver metallic, coil like device consistent with essure coil in the proximal portion of the right fallopian tube. Left fallopian tube" is a 4.9 x 0.6 cm purple-tan, fimbriated fallopian tube with an intact 0.6 cm clear watery-fluid-filled, smooth-walled paratubal cyst attached at the fimbriated end. Sectioning through the remaining tissue of left fallopian tube reveals a disrupted silver metallic, spring-like structure consistent with essure coil.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: fu 3 & 4 processed together. Medical record received: medical history, reporter information, rcc added. Patient's date of birth was updated. New event added- device breakage. On (B)(6) 2021: no new significant information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.